Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the suction was not possible because the cutter was not working before vitrectomy surgery. The surgery was completed on the same day after replacing the product with a new product. There was no patient impact.